Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous vein side of the proximal anastomotic site in the left forearm. After a 0.035x150cm non-bsc guide wire crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 15 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mmx40mm mustang¿ balloon catheter. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).